Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/1/2020. Additional h6 component code: g07002 - conforming device. Additional h3 investigation summary: it was reported that: clip hold error. One mic4036 reload (b) was received with no apparent damaged and with 3 clips loaded and one loose. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 3 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The clips performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the event day and procedure date? Unknown, please confirm how many devices present the issue (clip doesn't close)? 3, could you please confirm this lot number is the correct (ppbbrtq1)? Yes, did the patient suffer from any consequence due to the issue (clip doesn't open)? If yes please explain. No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a gastric bypass procedure in 2020 and suture clips were used. During the procedure, the clips broke. There were no adverse patient consequences reported. Additional information was requested.